Event description:
Patient reported obtaining a blood glucose result of 195 mg/dl, while using the suspect device. Using the same drop of blood, patient reportedly retested on another device (type not provided) and obtained a result of 82 mg/dl. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.